Event description:
The facility reported a triple channel colleague infusion pump which overinfused levophed (norepinephrine bitartrate) into a pt. The pump had been programmed by a nurse and reviewed by a physician. The infusion rate was originally set at 5 cc/ hr. After noting an increased heart rate (sinus tachycardia) on the monitor, the nurse checked the rate and found it to be 79.83 cc / hr. The pump was taken out of service and delivered to the biomedical department. The device will not be returned to the manufacturer for evaluation. No pt injury or medical intervention was associated with this event.

Manufacturer narrative:
The device will not be returned for evaluation. Should any additional info become available, a follow-up report will be submitted.